Event description:
Caller reported experiencing a power source alert with the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller tried using a different charging cable, but the issue persisted. To ensure continuous insulin delivery, the customer switched to multiple daily injections (mdi) as a backup therapy.